Event description:
It was reported a clearlink system - non-dehp solution set disconnected and leaked. The event was described as "while initiating infusion of calcium gluconate, tubing disconnected/broke without even applying any force" and "spilled out of the tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent fictional testing including, pressure, pull and clamp functional testing were performed, and the device was found to be within product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.